Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-17542 and 17543. The patient has a cervical scs system and a thoracic scs system. It is unknown which scs ipg is related to the issue; therefore, both are being reported. Additionally, the thoracic scs lead is being reported. The patient reported she experiences random heating at her left scs ipg pocket site which causes her back to become warm and sweat and usually occurs while sitting or laying down. The patient also reported she is uncertain if the issues occur regardless of stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.